Event description:
It was reported that during a pulsed field ablation procedure using the sphere 360 catheter to treat paroxysmal atrial fibrillation, the pulmonary vein isolation lesions were created, and after finishing ablation of the left upper pulmonary vein, resistance was noticed while handling the guidewire. Ablation of the left inferior pulmonary vein was then performed, and while maneuvering the catheter and guidewire, the pv tracker guidewire became stuck within the ablation catheter and could neither be retracted nor advanced. The physician verified the guidewire was not blocked in a vein by pulling the ablation catheter together with the guidewire inside the sheath. The procedure was stopped early without performing the pulmonary vein isolation exit block check. While retracting the catheter with the guidewire outside the patient, a burning smell was noticed, and outside the patient, when attempting to remove the guidewire from the ablation array, the sphere 360 changed shape from a linear shape to a disc shape. The catheter was visually assessed and black blood clot-like material was observed at the catheter nozzle; the physician surmised that the material resembled char and was reported to have originated from the left atrium. It was further reported that after the procedure in the "surveillance ward" the patient experienced severe headaches and received unspecified treatment. It was further reported that the patient felt better over the course of the day and was discharged. It was noted that on computed tomography scan performed prior to the procedure showed no signs of thrombus. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.